Event description:
The customer stated that she tested her blood glucose and received readings of 68, 340, and 143 mg/dl. The difference between the readings falls in the "c" and "d" zones of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The meter and test strips are to be returned for evaluation, and the customer will upgrade to a contour meter.